Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system flush tube was disconnected. Fluid pathway leak was observed on the delivery system. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the delivery system (not obstructed). Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 58 cm from the distal end of the delivery system. There is blood on the outer shaft located at 20 cm from the distal end of the delivery system. There is blood at various locations on the stability member. Articulation could not be performed due to the inner shaft being kinked in the handle of the delivery system and the dried blood in the lumen of the inner shaft. Flush test failed due to the tether tube being disconnected inside of the handle from the hose barb on the tether lock insert housing. Destructive analysis was performed on the device cup so that the device could be separated from the delivery system so that device testing could be performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) while pushing contrast through the delivery system to visualize the leadless ipg location, a pop was felt and contrast could no longer be pushed through the delivery system. All the contrast would fall out of the handle when pushed. The leadless ipg system was removed and replaced by a transvenous ipg system. No patient complications have been reported as a result of this event.